Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were getting the ins replaced on (B)(6)2017. It was noted that they checked the leads and they were fine and so the ins was the device that was malfunctioning.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s device was shutting down by itself. The patient reported that the ins shuts itself down and all of the sudden their back starts hurting and the patient loses stimulation. The patient then turns the ins back on with the patient programmer at 5.3v and it stays on for a while but then shuts itself off again suddenly. The patient reported that they would lean back and ¿nothing was there¿ so they would turn the device back on again. The patient reported that the device had shut itself down a total of 3 times. No further complications are anticipated.